Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced poor performance since the onset of stimulation and subsequently the device was explanted on (b(6) 2018. There is no reimplantation planned as at the time of this report.